Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date or new information becomes available, a follow-up report will be submitted.

Event description:
Placed on 1/3 removed on 2/5 after clotting ¿ had pivs to complete therapy.¿